Manufacturer narrative:
Customer rechecked the unit and the unit was operating. Customer declined service at this time. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause for the reported issue could not determined at this time due to customer reported that they rechecked the unit and the unit was operating. Customer declined service at this time.

Event description:
The customer reported that the unit would not power on. Through follow-ups, risk manager confirmed there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit would not power on. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.